Event description:
During the preparation, contrast was noted to leak from the device shaft near the hub. The procedure was completed with a second device.

Manufacturer narrative:
The device history record review confirmed that the catheter met all material, assembly and performance specifications. Visual inspection of the returned device found a tear on the catheter shaft 6.6cm from the proximal end. There were no other anomalies noted. A 0.0184" mandrel was advanced from the hub and through the device without issue. A leak test was performed and confirmed a leak from the tear noted on the shaft. A pressure test was performed and no leak was noted at the hub but there was a leak from the tear in the shaft. Additional information from the user facility established that there was no damage noted to the packaging or device prior to the event. Continuous flush was maintained. The dispenser coil was flushed with saline solution before removing the catheter. There was no difficulty experienced when removing the catheter from the dispenser coil. The maximum infusion pressure exerted on the catheter during the procedure was 692 psi. The guidewire was advanced without restriction in the catheter. A syringe was used to push the contrast and saline. The cause of the tear and therefore the event could not be determined.